Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an indication an occlusion occurred. Inspection of the drive mechanism found excessive friction between the clutch spring and reservoir cap in the form of drag marks on the reservoir cap leading to the alarm. Inspection of the fluid path found no evidence that would contribute to infusion site bleeding or bruising; a root cause could not be determined. No other defects or deficiencies were found during the investigation that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had bg (blood glucose) values reaching 311 mg/dl and received an occlusion alarm. The pod was worn between 1 and 4 hours on the back. Patient reported bleeding when the device was removed and put pressure to stop it. For treatment, applied a new pod.